Manufacturer narrative:
Device evaluated by manufacturer: a dispenser hoop, coil, pusher wire and introducer sheath were returned for analysis. The device was removed from the dispenser hoop. There was blood present in the sheath. The coil and the pusher wire were interlocked within the sheath. The pusher wire was found to be kinked indicating a resistance was encountered during the procedure. The coil was attempted to be advanced through the distal tip, however, too much of the pusher wire had been retracted post return of the unit, therefore there was not enough structural support from the distal end of the pusher wire to advance the coil. The pusher wire was retracted, however a resistance was encountered due to blood in the sheath. There was blood present on the distal fiber bundles and the coil was found to be stretched and kinked. There was dried blood on the zap tip. A microscopic inspection noted no damage on the coil zap tip. The interlocking arm of the coil was inspected and it was found to be slightly damaged. It is possible this happened during the retrieval of the coil. The interlocking arm of the pusher wire was inspected, no anomaly was noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was maintained during the procedure. Please note that the dfu states ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 27may2016. It was reported that resistance was encountered and coil and pusher wire became disconnected. The target lesion was located in the gastroduodenal artery (gda). A 6mm x 10cm interlock¿ was selected for embolization. During the procedure when the introducer was positioned into the microcatheter, resistance was encountered when the pusher wire was advanced. The pusher wire was pulled back but the same issue occurred. The introducer was removed from the microcatheter and noted that the coil was not moving freely with the pusher wire. The coil and the pusher wire became disconnected within the introducer outside the patient's body, hence the coil was not deployed. The procedure was completed with another 6mm x 10cm interlock¿. No patient complications were reported. However, device analysis revealed that the number of fiber bundles was three below specification.